Manufacturer narrative:
(B)(4). The customer¿s report of the spike breakage was confirmed. Visual inspection of the set noted the drip chamber spike tip broken off. There was no other damage and or anomalies. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the bag spike broke off in the bag when spiking a new bag while the set was in use on a patient. No patient harm reported.